Event description:
A 3.0mm diameter by 30mm length s7 stent delivery system was inserted for treatment of a lesion in the left anterior descending coronary artery. The moderately calcified lesion was pre-dilated with a 3.0mm ptca balloon prior to the stent being inserted. During the procedure, the guide catheter disengaged from the coronary artery, causing the stent delivery system to be pulled back. Upon being pulled back, the stent dislodged from the delivery balloon when it caught on calcium. The dislodged stent was snared and removed from the patient. User facility medwatch reported that the physician did not feel the device was at fault. The patient was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event.